Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device resets during self test, when a test charge is delivered, and when trying to print. The device cannot run the operational check and cannot print logs. There was no reported patient involvement the device is kept in the education room and not in a clinical service environment.